Event description:
It was reported that during a training/demo of the da vinci system, the vessel sealer extend (vse) instrument was faulty and not following the surgeon's commands. It was noted that when the surgeon commanded the instrument to go right, it would go left, and vice versa. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sequence number of the affected product could not be confirmed. To resolve the issue, the vse instrument was replaced with a back-up da vinci instrument of the same kind.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.